Event description:
It was reported that insulin was leaking into the pump chamber due to an improper setup sequence, and the user reverted to multiple daily injections to manage hyperglycemia up to 400 mg/dl; the issue involved the infusion set/cartridge and connector, with the cartridge inserted into the connector before insertion into the pump instead of the instructed sequence. Symptoms included hyperglycemia, headache, thirst, and muscle aches. Outcomes included a delay to treatment or therapy and serious injury requiring unexpected medical intervention in the form of subcutaneous insulin. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem with an improper procedure, and an incorrectly deployed or attached infusion set/connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.